Event description:
ICU rn reports while attempting to flush line, the "pig tail" portion of the flo trac pressure tubing sensor device broke off. No injury to patient occurred. The device was removed from use and replaced with another. The device is available for evaluation purposes.